Event description:
It was reported that an employee experienced difficulty breathing while in the room with cidex solution. The employee was inserting a catheter into a patient at the time of the incident, and was given benadryl and sent outside. The employee also claims that since 2001 they have experienced hives on several occasions while working with the cidex.